Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician experienced placement difficulty, and the attempted lead exhibited h igh/intermittent threshold values. An additional attempt was made to resposition the lead, however the numbers were unacceptable. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.